Event description:
Rn reports incomplete prime of patient line of homechoice set. Rn reports home patient (hp) has no initial drain and was subsequently infused with air. Per rn, hp reported shoulder pain due to this excess air infused into peritoneum. Rn instructed hp to do a manual exchange to alleviate discomfort. No x-ray or pain medications were given to hp. Rn reports pain has subsided on own.